Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was unable to deploy and release from the catheter despite opening and closing the handle. It was reported that the device was removed and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed and it was found that the device had no evidence of activation performed on it. Functional evaluation was performed and the clip assembly was able to perform the first activation and could be released from the catheter without problem. Additionally, the clip can open its arms within specification. No problems with the device were noted. The reported event was not confirmed. No problems were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: block g4 (premarket / 510(k) #)

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During the procedure, the clip was unable to deploy and release from the catheter despite opening and closing the handle. It was reported that the device was removed and the procedure was completed with a different device. There were no patient complications reported as a result of this event.